Manufacturer narrative:
Investigation report attached is retained sample only. Customer discarded actual used sample. (B)(4).

Event description:
Needle guard slid off when engaging the safety device, leaving the needle exposed.